Event description:
MFR received a report alleging that two pts have received cuts to the legs that required sutures, while using the recliner. The pt's legs came into contact with a sharp piece between the footrest ottoman and frame of the chair.